Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-nov-2019 from the patient who reported that her pump had been empty since (B)(4) 2018 and she went through withdrawals. Her managing hcp (healthcare professional) had helped her over the phone on how to manage the withdrawal and since then she had not had the pump refilled. She stated that the reason she did not have the pump refilled was because she did not have plates on her car to drive to her hcp to the refill. She stated that the pump had started alarming again and she was needing to have the pump shut off. She was calling to get in touch with someone who could program the pump off. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient was calling because she wanted her pump alarm turned off. Per the patient, her pump had been empty since december because she chose to stop having it refilled. She was going through withdrawal after the pump went empty. She stated that she didn¿t think she needed the pump and her doctor gave her medicine for her withdrawal symptoms. The alarm had been off, but then turned back on after she went through a metal detector in (B)(6) 2019. It was going off ¿like every 15 minutes¿. No further complications have been reported as a result of this event.